Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) numbers: k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site # was removed due to pain. Symptoms of the event: tenderness upon tapping on the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant matched prints. No malfunction was identified during analysis that would contribute to the event. DHR review was completed for the subject lot number 1254417. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1254417 for similar events and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No additional event information was received at the time of this report.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. Corrected data: the catalog number has been updated to tsvwb10. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name is being updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.